Manufacturer narrative:
The following products were used in the surgery: (product ID: c01a, qty: 2). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bone cement extravasated. The product came in contact with the patient. No patient complications were reported. The assessment was made as procedure related. The extravasation was not clinically significant.